Event description:
A home patient contacted baxter's technical service regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/3 of their automated peritoneal dialysis therapy. The home patient reported that they had disconnected their transfer set from the patient line of the homechoice set to use the bathroom and did not press stop on the homechoice machine. When the home patient returned from the bathroom pt received a system error alarm and reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was associated with this incident, per the home patient.